Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that breakage was found on the funnel of the catheter. This event occurred prior to use. Another catheter was used on the patient.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed a tear on the funnel of the catheter. The tear looked like it was caused from the outside. Sample was inflated with water and observed water leaking from the funnel area. Unable to determine how and when problem occurred. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications method for use: do not reused. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp edges instrument." (B)(4).

Event description:
It was reported that breakage was found on the funnel of the catheter. This event occurred prior to use. Another catheter was used on the patient.